Event description:
This is report 2 of 3 for this peritonitis event. This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). On an unknown date, the patient experienced peritonitis. The cause of and treatment for the peritonitis were unknown. The dianeal therapies were withdrawn and the patient's pd catheter was removed due to the peritonitis. The outcome of this peritonitis event is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for associated lot number h12k28047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted.